Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, the report was received through a monthly survey indicating that the user experienced a severe high blood glucose (bg) of 500 mg/dl after the dexcom g7 continuous glucose monitoring (cgm) sensor disconnected from the ilet for over 24 hours, preventing insulin delivery. The user switched to multiple daily injections (mdi) and remained on mdi for three days until a new sensor was obtained. The highest blood glucose (bg) recorded was 500 mg/dl. Bg was corrected with mdi therapy, and no medical intervention was required at the time of call. No symptoms were reported during the event.